Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, m and l knob on the clip delivery system was not steering in the intended direction. Physician had to use a and p knob instead of m knob. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.